Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer stated the battery depleted from 100% to 20% within 20 minutes. Reportedly, the pump shut off due to the battery depletion issue. The customer's blood glucose level was in the high 300s with moderate ketones and a manual injection was delivered to address bg level. Review of the pump data logs by tandem technical support showed the battery depleted 35% within one hour. Reportedly the customer had manual injections as alternate insulin therapy.